Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. Upon visual inspection, it was noted that the loop of the acl tightrope® rt was damaged. Functional testing was performed, and the loop was extended as required. No problem found.

Event description:
It was reported that during an anterior cruciate ligament repair surgery it was noticed that the tightrope was incorrectly assembled and no extension of the loop was possible. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.